Manufacturer narrative:
Per the user guide: never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple continuous glucose monitor (cgm) error 42. After pump reset, the pump's time and date were incorrect. The customer adjusted the pump time and date to address the issue. While reloading the cartridge, the customer performed the fill tubing sequence while connected at the site resulting in approximately 5 units of insulin being delivered. There was no reported adverse impact to the customer. The customer continued using the pump for insulin therapy.